Event description:
A malfunction alarm identified as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The technical support team provided guidance on resetting the pump, and the customer successfully followed the instructions with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if further issues arose.